Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model:sc-2218-70. (B)(6).

Event description:
It was reported that during an ipg revision (MFR number 3006630150-2024-04514), it was found out that the leads had high impedances and suspected fracture. Loss of relief was experienced by patient. It was also noted that the latest computed tomography (CT) was opened and spotted a contact that has separated from a lead and was evidently floating in the epidural space.

Event description:
It was reported that during an ipg revision (MFR number 3006630150-2024-04514), it was found out that the leads had high impedances and suspected fracture. Loss of relief was experienced by patient. It was also noted that the latest computed tomography (CT) was opened and spotted a contact that has separated from a lead and was evidently floating in the epidural space.

Manufacturer narrative:
Sc-2218-70 (sn (B)(6)). The leads were not returned for analysis. Media inspection confirmed that one of the distal contacts had separated from the distal array and the cause of the damage could not be determined.